Event description:
The customer reported that the waste divert bag was full of blood after processing for approximately 2 hrs during a stem cell collection. The customer noticed that the line for the waste divert was slightly out of position and the prime divert bag had filled up with blood. Approximately 620 ml of blood went into the prime divert bag. She reported that the patient seemed to be stable. The physician decided not to treat the patient. The customer was not willing to provide the patient identifier or patient age. The disposable set is unavailable for return for evaluation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4).a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Field diagnostic/correction: the device was evaluated. The service technician found no issues. Investigation: no parts were replaced as no issues were found during device evaluation. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Root cause: the device was functionally tested and found to be operating within manufacture's specifications. There is no indication of a specific machine, software, or disposable related issue in this incident. The root cause remains undetermined at this time.

Manufacturer narrative:
(B)(4). The machine has been put out of service for the customer's biomed to service. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.